Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a radical prostatectomy procedure, while the bed assistant was detaching the instrument, the arm cart assembly (aca) blocked and triggered a non-recoverable error. The same thing happen even after unplugging and replugging the aca. There was a 10 minute delay in the procedure due to double arm restart time resulting in longer anesthesia time. No injury to the patient.

Manufacturer narrative:
Updated information: b5 (event description), h2.6 (annex b, c and g codes) device evaluation: medtronic led an evaluation of the field service notes and device data logs for the reported arm cart assembly. Review of the field service notes indicate that the non-recoverable error was reproducible on the arm cart assembly. It was determined that the e-release was opened or the contact was deteriorated. Considering the arm cart assembly was able to calibrate and be used later, it is possible the e-release mechanical function causing unintended activation of the e-release. The e-release procedure was performed to resolve the issue. Evaluation of the device data logs indicate the error code 'z-slide e-release' was being triggered, causing the arm to enter a non-r ecoverable state. The arm cart assembly was able to calibrate and became operable before experiencing the error again after rebooting, indicating this was a "false" activation of the e-release. Evaluation of the arm cart assembly confirmed the reported condition. The most likely cause was an issue with the e-release. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a radical prostatectomy procedure, while the bed assistant was detaching the instrument, the arm cart assembly (aca) became blocked and triggered a non-recoverable error. The same thing happened even after unplugging and replugging the aca. There was a ten minute delay in the procedure due to a double arm restart time resulting in longer anesthesia time. There was no injury to the patient.